Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the falsely depressed calcium result is unknown. Siemens headquarters service center is further evaluating the data and awaiting results of a service visit. This report will be updated with results of service visit.

Event description:
A falsely depressed calcium (ca) result was obtained on a patient sample on the dimension vista instrument. The patient result was not reported to the physician. The sample was repeated and a higher result was obtained and reported. There is not indication that patient treatment was altered or prescribed on the basis of the falsely depressed ca result. There was no report of adverse health consequences as a result of the falsely depressed ca result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was dispatched to the customer site. The fse performed required maintenance procedures on the probe on server 3 (drain and mixer) and moved the ca reagent onto server 3. Per the latest customer contact, there were no further reports of problems and the issue was regarded as resolved. The instrument is performing within specifications. No further evaluation of the device is required.